Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 160 mg/dl. After following the advice of technical support, including cleaning the speaker holes and reconnecting the cartridge, the pump resumed normal operation. No recurrences of the alarm were noted, and preventive tips were provided and acknowledged by the customer.